Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: (B)(4), femoral head, 63552292;(B)(4), modular neck taper, 63228859. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06157.

Event description:
It was reported that a patient was revised due to recurrent dislocation. The head and liner was removed and replaced. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00769. Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper catalog#: 00801802802 lot#: 63612026; kinectiv modular neck j catalog#: 00784803400 lot#: 63652408; m/l taper kinectiv stem size 12.5 catalog#: 00771301200 lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. The photos of the explanted liner and the ring were provided. The exhibit signs of wear and tear from use. Device history record was reviewed and no discrepancies relevant to the reported event were found. The patient had very thin fascia lata, very thin subcutaneous tissue and thin gluteus maximus. This can be attributed to the recurrent dislocations. However, a definitive root cause cannot be determined by the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.